Event description:
The hcp reported that a patient experiencing respiratory depression following pump replacement surgery. The drug used in the pump is lioresal 2000 mcg/ml. The dose was decreased to 136 mcg/day. The patient recovered and was released from the hospital.